Manufacturer narrative:
(B)(4). This MDR is being filed after the associated complaint was reviewed under remediation protocol_cap(B)(4), compliant/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
The device was leaking at the hub / catheter junction. The patient had to come back 1 week later to re-wire the PICC line. According to the initial reporter, the patient did not experience any other adverse effects due to this occurrence.